Event description:
Customer had difficulty with sodium qc recovering within range. She ran one patient plasma sample which gave a sodium result of 128 and reran it on another integra 800 which gave 135 mmol per l. Customer could not recall if the patient results were accompanied by any data flags. The low sodium result was not reported. The field service rep determined the ise air mix/dry was misadjusted. He adjusted the air mix/dry. To verify analyzer operation, the field service representative ran calibration, qc an ise performance checks with no further issues.